Manufacturer narrative:
This report is being submitted as follow up no. 1. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation results. One 6fr used angioseal evolution devices were received for evaluation. The returned device was subjected to visual analysis where no blood like substance was found along the body of the device. No accessory components were returned with the first device. Only the distal tip of the compaction tube could be seen exposed from the carrier tube assembly. The majority of the compaction tube was still within the carrier tube. The hemostatic sheath was mated with the deployment sleeve, which was in the rear lock positon with the color bands fully exposed. The button was partially soft. The collagen was partially compacted with the anchor still attached. The handles of the evolution were then separated with a flat head screwdriver to observe the gearbox assembly. The gearbox assembly was in the complete distal position; there was no noticeable gap between the upper gear plate and the hex holes of the lower handle. The rack had been moved into the full distal position with no portion of the rack visible proximal to the gearbox assembly. The rack and gear drive were appropriately mated and could be turned with some resistance present. The gearbox assembly was appropriately seated within the lower handle. Functional testing revealed that the compaction marker would be released if appropriate forces were applied to the anchor and collagen. The gearbox assembly was then removed from the lower handle and closely examined. The drive gear was properly seated in the upper and lower gear plated. Several turns of suture were remaining on the spool as though the suture release button had not been pressed. No gross anomalies were observed with the gearbox assembly however there was resistance present. There was no foreign material causing interference with the gears or any visible damage to the gear teeth. The complaint could be confirmed for tamping issues based on the resistance experienced when moving the drive gear. The presence of the compaction tube in the carrier tube assembly and the partially compacted carrier tube indicate that possible insufficient force may have been applied to the anchor to tamp the collagen. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00088 and 2243441-2017-00089. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: similar experience with difficulty in tamping occurred during an in-service to evaluate technique; it was an angio-seal evolution, off shelf product in a vessel model; and the internal mechanism was also heard.